Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision pinnacle, surgeon: (B)(6), (B)(6), (B)(6) 2018. Primary surday date: (B)(6) 2016 patient has a history of acetabular/pelvic trauma 13 years ago pre thjr. So e plates remain in situ. Patient reports pain and squeaking as per surgeon. Surgeon reports impingement between lateral neck and ceramic liner. Evidence of wear as a result on impingement noticeable on rim of liner and on lateral neck of stem. The stem remained in situ - summit. The cup was in an acceptable orientation and remains in situ - as per surgeon. Evidence of metal debris wear evident in ceramic head. The liner and head were replaced with a poly lipped liner and ts ceramic head. The surgeon reports this issue can happen with malpositioning but feels this is not the case in this instance. Male patient initials na, aged (B)(6) years, dob (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.